Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1425.

Manufacturer narrative:
Should be: adverse event and product problemwas: adverse eventshould be: required intervention to prevent permanent impairment/damage (devices)was: not checkedshould be: unknownwas: noshould be: unknownwas: initial use of device

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The device history record for this batch was reviewed, no anomalies were noted. A review of the complaint database did not identify any similar complaints for this batch.

Event description:
It was reported to boston scientific corporation on march 31, 2008 that a wallflex enteral colonic stent device was placed four days prior (patient age, gender and weight are unknown). According to the complainant, during withdrawal of the catheter, "the stent dislocated and was removed from the patient." The procedure was completed with a second wallflex enteral colonic stent device. No patient complications were reported as a result of this event.